Manufacturer narrative:
The suspect component was returned to the manufacturer for evaluation. Testing found that two resistors on the control board were electrically over-stressed, which in turn did not allow functionality testing to be performed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that when attempting to connect via remote desktop, a "not ready:" status was displayed for generator and detector. Upon inspection, the standalone board had physical evidence of electrical over stress. Fuse and relay had an open. Representative replaced standalone board, fuses and x-ray relay. A system checkout was performed after replacing parts. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the x-ray functionality could not complete initialization was displayed when powering on the mobile view station (mvs) of the imaging system rebooting and unplugging/reseating the cables did not resolve the issue. There was no patient present at the time of the issue.